Manufacturer narrative:
Device passed the displacement test, and self test. Device failed the sleep current measurement and active current measurement due to moisture damage on electronic assembly. No keypad unresponsive/ button error noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad issue and was not responding to key press. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.